Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Four (4) attempts had been made by two (3) calls and one (1) email to obtain; patient treatment settings, patient information, patient photos. Only photos were provided by the user facility. An examination of the subject device by a lumenis service engineer concluded that "when inspecting the deep fx scanner, rings where found on one of the mirrors. He test fired using the scanner and received the same pattern the customer had reported. Loaner scanner sn (B)(4) was on site and used with the same settings and the pattern was correct. Leaving loaner scanner with a customer until a replacement scanner arrives. Tested output power again and meets all specifications. Checked all available patterns and they scan correctly. System meets all manufacturer specifications and is ready for use." According to deepfx microscanner maintenance & troubleshooting guide (B)(4), rev. F (section 2.2): "· improper cleaning of the deepfx microscanner can cause irreversible damage to the optical and electronic components, adversely altering the efficiency of the delivery system. · do not soak, steam sterilize, or autoclave the deepfx microscanner. The optical and electronic components will be irreversibly damaged. Clean the optical lens after every treatment as instructed below. A lumenis optics cleaning kit or the following cleaning supplies are required: · lens cleaning tissue - professional optical-quality (kodak or equivalent) · cotton-tipped applicators (puritan or equivalent non-glued tip applicator) · distilled water · 100% methanol or 100% ethanol do not use any solutions other than those specified. Doing so may permanently damage the lens and adversely alter the delivered laser energy." According to lumenis service engineer, the cause of the optical system failure (damaged scanner) was most probably incorrect cleaning of the deepfx scanner. The risk has been characterized and documented as acceptable within a full risk assessment. The most probable cause of the reported event to be operator error, a failure on the part of the device operator to follow user maintenance as described in the device labeling. Lumenis is currently investigating the reported event directly with the user facility and the initial reporter. The fx scanner is being sent back for further analysis. Based on the above information, the most probable cause for the reported event was the failure of the user to follow cleaning instructions as required by the user manual. Should additional relevant details become available with which to determine root cause, a supplemental report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn to hand following treatment with a lumenis ultrapulse fx laser.